Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2024. The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for 12 hours.the patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. The information in this complaint (B)(4) has been evaluated. The batch 6005289 in question was manufactured at the (B)(4) site. Investigation process of the complaint was carried out in accordance with work instruction guidance for visual testing for complaints area version 1 and work instruction guidance for functional testing for complaints area version 1 for the code "soft cannula found kinked upon removal from infusion site." Complaint investigations. 1 used set was received: test results: visual test according to work instruction version 1 on returned sample, cannula was found kinked (in the middle) functional test (flow test) 1 according to work instruction version 1 on returned sample, returned sample passed the flow test the reference samples from the lot have been requested. Test results: visual test according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test (flow test) 1 according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the 6005289 was manufactured according to the work instruction version 110 manufactured in the line l160-l6, on 29/ene/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 24/jan/2025 against malfunction "soft cannula found kinked upon removal from infusion site." And lot 6005289 and 2 another complaints have been registered in database for the same lot 6005289 and malfunction code.

Event description:
To date, additional patient or event details were received which have been added in h11.